Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. (B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported. This product was explanted.